Event description:
During baxter¿s evaluation, a spectrum pump had system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 322 was reproduced and confirmed through evaluation. This condition was determined to have been caused bya failed upper auxiliary. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/sest-loaded state and the lower link switch does not activate. Baxter has initated a CAPA to further investigate this issue.